Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in event: product family: scs-linear leads upn: sc-2108-50m. Model: sc-2108-50m. Serial: (B)(6) batch: 7860. UDI: unk. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 230500. UDI: (B)(4). Product family: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 229714. UDI: (B)(4). D4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.